Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not work in synchronized mode. It was reported that the patient involved experienced no harm.